Manufacturer narrative:
This emdr represents supplemental report # 2210968-2016-02261-pi1-128n07t for previously submitted MDR number 2210968-2016-31631, subject of a litigation complaint summary exemption no. E2013037. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was  implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.